Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the superficial femoral artery (sfa) and the characteristics are unk. The sterling over-the-wire balloon catheter was advanced to the lesion and inflated two times. The balloon was inflated to 8atms on the first inflation. On the second inflation, the balloon was inflated to 10 atms and a balloon rupture occurred. The inflation duration in seconds is unk. The ruptured balloon was withdrawn and the procedure was completed with another sterling over-the-wire balloon catheter. No pt complications or injuries were reported. The pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performances was limited due to anatomical/procedural factors. (B)(4).